Manufacturer narrative:
The products were expected to be returned for evaluation, however they were not received by biomet. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Were updated based on the device not being returned for evaluation.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
The sales associate reported two screw heads splayed during insertion; the event resulted in a 40 minute delay.